Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains in patient.

Event description:
It was reported by the vad coordinator that the patient indicated that there was high power alarms and was brought to the hospital for evaluation. On the (B)(6) 2016, the patient was admitted with high power alarms and was started on intravenous heparin therapy. After twenty hours, the high power was resolved and the power return to normal; however, the creatinine was greater than three hundred. The patient was recorded as urgent on the transplant list.

Manufacturer narrative:
Additional information received states that the patient did not receive a pump exchange, but continues active on the list for urgent heart transplant. The patient received IV heparin on admission to hospital. Patient was stable on ward and eventually reached acceptable levels of renal function. The pump, (B)(4), was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 18 high watt alarms recorded beginning on (B)(6) 2016, confirming the reported event. 6 low flow alarms were also recorded on (B)(6) 2016. Pump parameters demonstrated a power consumption peak of 8.4 watts, outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Clinical factors that may have contributed to the patient's development of thrombus include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance. Issues contributing to the event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.